Event description:
The customer reported regarding the absence of no delivery alarm. The blood glucose reading was 134mg/dl at time of call. Advised the caller to remove the infusion set from the body and to program a 1.0 unit fixed prime until the insulin is visible at the end of the infusion set. The customer did not have a tubing clamp available to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.